Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine (¿like 7 or 8 mg/day¿; concentration unknown) and dilaudid (¿15 point something mg/day¿; concentration unknown) via an implanted pump. The patient¿s medical history included 5 fractures in her back and having surgery related to the fractures about 3 to 3.5 years ago which resulted in her having more pain. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 05-oct-2018 the patient reported that on (B)(6) 2018 when the nurse practitioner aspirated the old drug from the pump at the refill, she was not happy with the amount of medication she pulled out; it was more than expected. The actual residual volume was 14 and the expected residual volume was ¿minimal¿. There had been another volume discrepancy at the pump refill on (B)(6) 2018 at which time the actual residual volume was 8 (the expected residual volume was unknown by the patient). Per the patient, her pain level had increased over a month to a couple of months. She was in so much pain and her back was in such bad condition that she was bent over when she walked and the pump was protruding out. The patient could feel the shape and thickness of the pump easily with her fingers. It had been protruding since implant. It was very uncomfortable and had been getting worse over time because she had the 5 fractures in her back. She explained this to her nurse practitioner who told her that there was a smaller pump size available. The patient also believed the pump was protruding out because she was a small and petite woman. The patient was planning to call her doctor¿s office regarding next steps. No further complications have been reported as a result of this event.